Manufacturer narrative:
The field service engineer determined decontamination was needed. He performed decontamination and flushed the fluidic pathways. Qc was performed and passed successfully. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c 501 analyzer. Sample 1 initial result was 169 mmol/l and the repeat result from an abl 90 blood gas analyzer was 144 mmol/l. Sample 2 initial result was 163 mmol/l and the repeat result from another cobas c501 analyzer was 147 mmol/l. The questionable result was not reported outside of the laboratory. The repeat results were believed correct.

Manufacturer narrative:
The analyzer serial number was (B)(6). The investigation is ongoing.